Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain and lost of range of motion.

Manufacturer narrative:
.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to pain, possible loosening and a metal allergy.

Manufacturer narrative:
As the devices remain implanted, no devices are available for evaluation. Device history records for the tibial plate were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided. A complaint history search found no other complaints against the implant part/lot combinations. Compatibility of the implants was reviewed with no issues found. A definitive root cause cannot be determined with the information provided.